Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt instrument. Quality control (qc) was reported to be within range when the discordant result was obtained. The customer also repeated all tnih samples that were run on (B)(6) 2022 and did not observe any discrepancies. As per siemens instructions, the customer ran a precision using qc which recovered acceptably. A siemens field application specialist (fas) was dispatched to the customer's site to obtain the information required to investigate this incident. During the site visit, the fas ran a precision study, which recovered acceptably. There were no fliers observed. Based on this, siemens concluded that there was no instrument or reagent issue that would require further intervention by a customer service engineer (cse). The cause of the discordant tnih result is unknown.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s) and was questioned. A second draw from the patient was obtained. The second sample was run on the same instrument multiple times and recovered lower. The initial sample from the patient was repeated twice and resulted lower. The repeat results were comparable to the results obtained on the second sample. The tnih result of < 3 ng/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00296 on 15-nov-2022. Additional information (17-nov-2022): siemens reviewed the available information. A precision study was performed on the instrument which showed good reproducibility. This is indicative of a potential issue with the sample. Siemens concluded that pre-analytical variables or sample specific issues potentially contributed to the falsely elevated high sensitivity troponin I (tnih) result. The investigation findings codes in section h6 were updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00296 on 15-nov-2022 and MDR 2432235-2022-00296-s1 on 07-dec-2022. Corrected data (16-jan-2023): the date in section b4 of the MDR 2432235-2022-00296-s1 was inadvertently documented as 08-dec-2022. The correct date is 07-dec-2022. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.